Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) malfunctioned. It was indicated that the lower case and display wires were pinched but the insulation was not compromised. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that while being prepared for use, the external pulse generator (epg) malfunctioned. The epg was returned for repair. There was no patient involvement.